Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: smartablate generator (us catalog # m4900107, serial # (B)(4)); smartablate pump (us catalog # m4900109, serial # (B)(4)); carto 3 system (us catalog # fg540000, serial # (B)(4)). The event date is unknown. As such, the 1st day of the alert month has been entered as the event date ((B)(6) 2018). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion and cerebrovascular accident requiring no medical/surgical intervention but extended hospitalization was required. During the procedure, the irrigation pump did not start when the ablation started. The physician informed that the issue occurred due to a user error. The user selected non-irrigated catheter settings in smartablate generator while using an irrigated catheter. As a result, the smartablate pump did not start. During the ablation phase, pericardial effusion was confirmed. There¿s no indication that medical/surgical intervention was performed. Extended hospitalization was required as a result of the adverse event. The adverse event worsened, and cerebrovascular accident occurred. There¿s no information regarding interventions. The physician¿s opinion regarding the cause of the adverse event is unknown. There were no error messages reported on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There¿s no information regarding generator parameters, overall time for ablation and last ablation cycle time at the time of the injury. It is unknown if the patient received anticoagulant during the procedure. The force visualization features that were used included dashboard, vector and visitag. The catheter was discarded by the customer and it¿s not available for evaluation.